Event description:
Customer reported the compact plus system gave a blood glucose result of 198 mg/dl at a time when he was symptomatic of hypoglycemia. Customer did not treat based on the compact plus result, customer's son took him directly to a hospital. Hospital meter results an undetermined time later were 38 mg/dl & 39 mg/dl. The customer treated with IV glucose. Strips not available for return, replacement system sent.